Event description:
A report was received that the patient underwent a pocket revision due to pain at the pocket site and wires bulging at the incision site. During the procedure the physician elected to explant the ipg as a precaution and replaced it with a new one. The physician relocated the pocket and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
Explanted devices will not be returned to bsn as it was discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.